Manufacturer narrative:
(B)(4).

Event description:
Patient was implanted with two drg trial leads of the same lot number. It was reported that the drg trial patient had traveled home via air one day post ¿op on (B)(6) 2016. After landing, while in route to his home, the patient suffered a myocardial infarction and passed away.

Event description:
Additional information received indicated the physician does not believe the issue is related to the product or procedure.